Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: what was the size of the needle used? Was more than half the needle retained in the patient? Where was the needle retained; in what structure? What tissue was being approximated/ sutured? Was there any additional tissue damage as a result of searching for the needle piece? Procedure name? I have no additional information available related to this complaint. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure, the needle fell off of the suture. It broke in a half and fell into the patient. It was retrieved from the patient. Case was completed successfully. No patient consequences reported. Additional information requested.